Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00302 on 20-nov-2023. Correction (01-dec-2023): the manufacturing report number 2432235-2023-00302 referenced in the initial MDR is incorrect. Siemens used the correct manufacturing report number and filed the MDR 2517506-2023-00268.

Event description:
The customer observed smoke emitting from the dimension exl with the lm system with serial number (B)(6). The event occurred at the beginning of the workday and caused the system to be down. The customer stated that a backup was unavailable, and the event caused a seven-hour delay in testing and reporting results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
A united states (us) customer observed smoke emitting from the dimension exl with the lm system with serial number (B)(6). The event occurred at the beginning of the workday and caused the system to be down. The customer stated that a backup was unavailable, and the event caused a seven-hour delay in testing and reporting results. Siemens assisted the customer and performed a controlled power shutdown, turning the main power switches on the system off. Siemens dispatched a cse (customer service engineer) and advised the customer to keep the system off until the cse arrived onsite. The cse performed troubleshooting and found the reagent tray home sensor failed and melted, causing the smoke. The cse replaced the reagent tray home sensor, confirmed other areas around the system were not affected, reseated the boards, and checked backplane connections. The cse turned the system power on, performed reagent tray alignments, loaded reagents, and primed the system. Additional services were performed, including swapping the motor control board (one and two) and checking the power screen in diagnostics, and the 24 volts were within the expected values. The cse noted that the system passed the system check, and the customer ran and passed qc (quality control) without error. Siemens reviewed the information provided and concluded that the reagent tray home sensor failed, melted, and caused the smoke. The cse verified the system's performance and confirmed that it is fully operational. No further evaluation was required.